Event description:
It was reported that this pacemaker was found to be in safety mode during a routine follow-up. The patient is experiencing discomfort due to the safety mode pacing. The patient will return home, and the device replacement will be scheduled for next week due to the patient is not pacemaker dependent. At this time, the pacemaker remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine follow-up. The patient is experiencing discomfort due to the safety mode pacing. The patient will return home, and the device replacement will be scheduled for next week due to the patient is not pacemaker dependent. At this time, the pacemaker remains in-service. No additional adverse patient effects were reported. Received additional information the device was explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported. Received additional information the explanted device will not return for analysis.